Event description:
Information was received indicating that a smiths cadd-ms3 ambulatory infusion pump lost its programming. The back up pump was used as a replacement and is working fine. Infusion was being administered continuously, subcutaneously to treat pulmonary arterial hypertension. The issue was able to be resolved and the patient was able to successfully continue infusion due to back up pump. There were no reported adverse events.

Manufacturer narrative:
One cadd-ms® 3 ambulatory infusion pump was returned for analysis. The investigation could not be verified. The software was re-installed as preventative measure. There was no fault found.